Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. The surgeon commented that they had to situate the device at a difficult angle during insertion, which might have put stress to the shaft, therefore is a possible root cause of the reported problem. However without the return of the complaint device, and no further information provided we cannot determine a definitive root cause. A manufacturing record evaluation was performed for the finished device lot number (5l95410), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that during an unknown surgery on (B)(6) 2020, it was observed that the implant did not come out when the trigger on the truespan peek¿s trigger (228152) was pulled. There was no surgical delay and no harm to the patient. No fragment was left in the patient¿s body. The device was the first use when the issue occurred. The surgeon commented that s/he had to situate the device at a difficult angle during the insertion, which might have put stress to the shaft. There were no patient consequences reported. No additional information could be provided.